Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with two implantable ventricular assist devices (ivad) for biventricular support. The surgeon reported that post-implantation of the ivads, the pt was placed back on bypass support due to intermittent fill signal on the ivad supporting the left ventricle. Although, an echocardiogram (echo) performed by the hospital showed that the cannula position was not compromised, the fill signal was very sporadic. The dual drive console (ddc) and the electric leads were exchanged without resolution to the intermittent fill signal. The pt's chest was re-opened in order to exchange the cannulaes and although flow through ivad supporting the right ventricle was within the normal range, a line tracing was noted on the ivad supporting the left ventricle. Three days post implantation of the ivad, the hospital made a decision to exchange the ivad supporting the left ventricle. The pt remains on biventricular support without any further issue reported.